Event description:
Covidien received information that the pt was removed from an 840 ventilator due to a malfunction. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing.